Event description:
It was reported that the patient experienced palpitations when post-ventricular pace t-wave oversensing (twos) caused the effective pacing rate to be lower than the programmed rate. The behavior was reproducible with increased sensitivity. Right ventricular (rv) sensitivity was adjusted and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: continued: ddbb1d1 ICD implanted: (B)(6) 2014. (B)(4).